Manufacturer narrative:
Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide#: (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient had chronic bleeding arteriovenous malformations (avms). The patient received 2 units of blood as an outpatient on (B)(6) 2020. The patient continued to have bloody stools. The patient's hemoglobin was 6.5 on (B)(6) 2020 and 7.2 on (B)(6) 2020. The patient had bloody stools. Diagnostic testing included an esophagogastroduodenoscopy (egd) and a pill camera. No active bleeding was noted. The patient now has no bloody stools. The plan of care was to continue with intravenous (IV) sandostatin.